Event description:
It was reported that low, out-of-range pacing impedance measurements triggered a lead safety switch on this pacemaker. It was also noted that oversensed noise had resulted in an inappropriate episode of atrial tachycardia response. The right atrial lead was from another manufacturer. A technical services consultant discussed potential troubleshooting options. The physician elected to monitoring the patient via remote monitoring. No adverse patient effects were reported. This device remains in service.